Event description:
It was reported that during active operation on a code from a patient hanging, three autopulse batteries failed and manual CPR was initiated. The patient was pronounced dead after being at the hospital for 20 minutes. Additional information provided by the customer on (B)(6) 2013: customer could not provide any additional information regarding the event but confirmed that the autopulse was in use at the time of the reported event. The device failed and they had to revert to manual CPR. Customer had no further information regarding the patient's previous condition, time, date and cause of death. Additional information provided by the customer on (B)(6) 2013: customer stated that after the initial battery failed, 3 additional batteries were used and also failed. Therefore, 4 batteries were used on the reported event date.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed. Please see the following related MFR reports: #3003793491-2013-00832 for autopulse nimh battery #1; #3003793491-2013-00834 for autopulse nimh battery #3; #3003793491-2013-00835 for autopulse nimh battery #4.